Event description:
Customer reported that the insulin pump alarmed button error. Customer thinks the device might have gotten exposed to sweat. Blood value is 90 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube and cracked battery tube threads.